Event description:
Patient presented to outpatient clinic for routine follow up. Told physician that she had blue plastic item fall out of her rectum approximately 3 weeks ago. Concerns that the cap and tubing are very similar in color, making it less obvious to remove the cap before administration.